Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4): an evaluation is in process.

Event description:
The customer observed a burning smell and turned off the cell-dyn cd3700 analyzer. No injuries occurred. The field service technician observed evidence of a burn (black marks on the pcb). Instrument service revealed a defective dolenoid driver board which was replaced and resolved the issue.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The returned board and solenoid were examined. Examination found that pin 9 shorted and also affected pin 10 which may have caused the smoke observed by the customer. The complaint details stated none of the following possible causes of an electrical short were occurring at the time before and after the short: 1. No power outage at the time 2. No troubleshooting of any kind taking place 3. No specimen run being processed at that moment 4. No error messages displayed 5. Instrument was fully functional before the burnt smell 6. Field service inspection did not find any sign of liquid or dust build up due to the possibilities above being eliminated as likely cause, the only remaining possible cause for the short would be the potentially defective solenoid attached to the integrated circuit (ic) u7 in the solenoid driver module (sdm.) This possibility could not be eliminated. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.